Manufacturer narrative:
Correction: product event summary: possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical products: serial #: (B)(4), device evaluated by MFR: yes, FDA method code(s): 4112, 4114, FDA results code(s): 213, FDA conclusion code(s): 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and one controller were not returned for evaluation. Review of the controller log files revealed an increase in power consumption and estimated flow starting (B)(6) 2019 and 32 high watt alarms logged on (B)(6) 2019. Additionally, analysis of the event logs revealed a controller power up with associated motor start event on (B)(6) 2019 at 08:22:18. The data point prior to the loss of power revealed that an active adapter was connected to power port one (1) and a battery was connected to power port two (2) with 79% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a different battery was connected to power port one (1) and another different battery was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 8 minutes and 53 seconds. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the loss of power can be attributed to the reported attempt to exchange the controller as described in the event details. An internal investigation was evaluated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0. Medical device: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial#: (B)(4). UDI #: (B)(4). Device evaluation for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2018. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hemolysis, a low international normalized ratio (inr), and hematuria with a pump thrombus. The controller exhibited high watt alarms due to high power on the ventricular assist device (vad). The patient attempted to change the controller because of the alarms but was unsuccessful and reconnected to the same controller after almost nine minutes of disconnection. The patient underwent a transplant the day after hospitalization. No further patient complications have been reported as a result of this event.